Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer that the cs300 intra-aortic balloon pump (iabp) had an autofill failure. There was no harm reported.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusion), h11. Corrected fields: d1, d7, (single-use device?), h4. Unique identifier (UDI) # in initial MDR is kept partial as no di no available. Sys98 was upgraded to a cs300 (intra-aortic balloon pump), product details not provided. A getinge field service engineer (fse) was dispatched to the site to evaluate the unit. Upon arrival, fse confirmed the malfunction. The fse replaced purge valve assembly,iabp ((B)(4)) and completed all functional and safety tests as per manufacturer specifications.